Event description:
When a physician used the subject device for a procedure, the probe broke. This was the second time to use the subject device. No more information has been obtained.

Manufacturer narrative:
Based upon the evaluation result of the subject device by omsc, it was found that the broken portion was measured at 17mm from the distal end. There was no scratch or crack found in the fractures surface. The manufacturing history was reviewed, with no irregularities noted. It is highly likely that the physician activated the ultrasonic output while the subject device was twisted and the stress was put on the probe, resulted in break. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.